Event description:
Pt reports she had medication leak due to a faulty q style adapter. No missed dose/adverse event reported due to defective device. Unknown if defective device is available for return. No further information provided. Reported to (B)(6) by pt/caregiver.